Event description:
It was observed during the device inspection, that the colonovideoscope had a foreign object in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; adhesive on bending section cover or distal sheath rubber has a chip; nozzle has foreign objects; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; switch1 has a scratch; adhesive around objective lens is peeled; adhesive around light guide lens is peeled; distal end cover has a scratch; connecting tube has a scratch; connecting tube has a dent; due to adhesive peeling around objective lens, streak of flare appears in the image; scope cover cover unit has a scratch; electrical contact of endoscope connector has a discolored area; scope connector has discoloration; scope connector has a scratch; protector of universal cord on scope connector side has a scratch; universal cord has a wrinkle; universal cord has a dent; universal cord has a scratch; flexibility adjustment ring has a scratch; forceps channel port is shaved; switch box has a scratch; switch4 has a wear; paint on air/water cylinder is peeled; forceps elevator knob has a scratch; upwards/downwards knob has a scratch; and right/left knob has a scratch;. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1, and g2 (unmark user facility). Additional information added to field: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected. Therefore, the cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope". The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.